Manufacturer narrative:
The unit was received with a compromised force sensor system alarm during the basic occlusion test due to loose and or protruded drive support disk. Unable to perform the operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and verify the failed battery test alarm due to the compromised force sensor system alarm. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked battery tube threading, and broken reservoir tube lip.

Event description:
The customer reported via phone call that they had received multiple compromised force sensor system alarm from the insulin pump. The alarm occurred three times. The alarm occurred after they changed the set and was trying to prime. The customer received two compromised force sensor system alarm before the call and one during the call. The customer's blood glucose level was 300 mg/dl. The customer took a shot of insulin to treat the high blood glucose. The customer declined troubleshooting for the high blood glucose. The customer reported that they took the battery out of the insulin pump to see if it would reset but the insulin pump began doing a countdown. When they placed the battery back they received a failed battery alert. It was noted in troubleshooting that the customer received a rewind pump message after performing the self-test. The insulin pump would automatically go into the self-mode. The device was returned for analysis.